Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. In addition the patient reports they had received a communication error while wearing the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Data obtained from the device generated no alarms. No time outs or drive stalls were observed. During investigation all three batteries were found to have insufficient voltage and the smc measured out of specification. No damages or defects were observed that would cause a high shelf mode current. Despite multiple attempts, the device was unable to be rerun. As a result the automated mode test could not be conducted. Examination of the phb files found that the device was able to switch to automated mode successfully. Connection loses were observed during device operation. However the cause of these connectivity loses could not be determined. The cause of the reported communication error could not be determined.